Manufacturer narrative:
H3: product analysis: evaluation determined that a visual inspection of the attachment was performed, revealing loose bearings. The likely cause of failure could be corrosion. However it was also noted that the test bur was inserted with great difficulty, causing overheating and only dust or normal dirt from use were found. Date of incident or estimated date of incident was not provided to the manufacturer. Event notified date used as date of incident until further information is obtained. Aware date used as date of analysis performed date as the event is reported based on evaluation findings. Communication was requested for the analysis translation medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a repair request, and no alleged product deficiencies were reported. At the time of report there was no patient impact. Additional information was received stating that detached bearing was observed in the evaluation.